Manufacturer narrative:
This report is submitted on behalf of the MFR (niti surgical solutions ltd; (B)(4)) and the importer (B)(4), as niti surgical solutions ltd serves as the designated complaint handling unit for both facilities. The device was not available for eval, however, the production history files were reviewed, indicating that the device was released pursuant to the product specs. Strictures are common complications of colorectal anastomotic procedures and may be related to the surgical procedure rather than to the device. In this case, it was reported that no complications with the device occurred.

Event description:
The pt underwent a laparoscopic low anterior resection procedure for colonic cancer. The anastomosis was performed with the colonring device. A stricture was reported a few months later. No complications with the colonring device were noted.